Event description:
It was reported that the patient implanted with this right atrial (ra) lead, cardiac resynchronization therapy pacemaker (crt-p), right ventricular (rv) and left ventricular (lv) lead developed a hematoma and infection in the area of the device pocket as a result of reported impact to the device site. A revision procedure was performed. The device pocket was opened, washed out and the crt-p was placed back in the pocket in a sub-pectoral position. No changes were made to the leads. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead, cardiac resynchronization therapy pacemaker (crt-p), right ventricular (rv) and left ventricular (lv) lead developed a hematoma and infection in the area of the device pocket as a result of reported impact to the device site. A revision procedure was performed. The device pocket was opened, washed out and the crt-p was placed back in the pocket in a sub-pectoral position. No changes were made to the leads. No additional adverse patient effects were reported. This device remains in service. It was reported that this crt-p, ra, rv and lv lead were part of a system revision due to infection and erosion. There were no additional adverse effects reported. The device was explanted and replaced with an abdominal placed device and the leads were surgically abandoned and replaced with an epicardial lead. No additional adverse patient effects were reported.